Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Five (5) unused bags were returned for evaluation. The bags were visually inspected by the naked eye and under 10x magnification, with both a black background and a white background and no particles were found inside any of the returned bags. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. Additional attempts to receive a sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: white plastic like particles found in empty and filled bags. No patient involvement.